Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip would not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip would not deploy. The clip stayed attached, and it did not dislodge at all. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.